Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 2.30mm x 20mm, eccentric, de novo target lesion with a <=45 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, the distal part of the stent itself was found to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was 80% stenosed.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 2.30mm x 20mm, eccentric, de novo target lesion with a <=45 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, the distal part of the stent itself was found to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.